Event description:
It was reported that this right atrial (ra) lead exhibited low amplitudes and oversensing of noisy signals on the atrial channel. Technical services (ts) reviewed the reports and recommended troubleshooting. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).